Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that they encountered an alarm during the setup process. It was also reported by the pt that they were discharged from the hosp after developing peritonitis.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to fmc device. Clinical investigation indicates the peritonitis hospitalization event and the umbilical hernia info were provided as relevant recent pt history. These events were no alleged to be related to the fmc device. These events predated the cycler complaint. Product investigation concluded that during testing the cycler was unable to achieve normal operating vacuum pressure. Troubleshooting of the problem showed that the internal air compressor had a broken nipple on the vacuum output. This is the cause of the alleged alarm. The cycler passed a mushroom head check, and there was no visual evidence of dried fluid in the pneumatic tubing within the received cycler. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.